Event description:
Pt received first eecp treatment session at 120mmhg and second at 160mmhg due to discomfort. Thirty-two mins into the second treatment the pt developed mild sob, chest discomfort, and onset of rales. The pt's oxygen saturation level was measured and showed a drop from 96% to 89%. The physicians assistant transferred the pt to the hosp where they was admitted.